Event description:
Healthcare professional through company representative reported "discomfort", "multiple folds in the implant shell", "fluid inside", "pericapsular fluid" and "encapsulation". This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.